Event description:
Complainant alleged that while attempting to cardiovert a pt, the device was unable to obtain an ECG signal via electrode pads. The clinicians removed the pads and attached paddles and no ECG signal was obtained. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.